Manufacturer narrative:
The field service engineer (fse) was dispatched to the site to investigate the event. The fse inspected the instrument and found gel on the sample probe. The fse primed the system and performed the carryover test, which passed. The fse replaced the sample probe and verified all alignments. Hardware verification testing all passed within specifications. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4), 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system. The initial erroneously elevated result was reported outside the lab. The customer aliquoted and re-centrifuged the sample prior to re-running it. The results of the re-run were within the normal reference range. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.